Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.

Event description:
Info received indicates the brake casters continue to ratchet after the brake has been set.